Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, and a cracked battery door. There was no evidence to review in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the bad latch lock flex was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not detect the cassette. The product fault occurred during testing, there was no patient involvement.